Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies none were found. Ran occlusion test : reservoirs filled with diluent and connected to a new infusion set, installed reservoir & connector into a paradigm insulin pump. Performed a manual prime visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin floe blocked alarm. Customer stated event was resolved by reservoir change. Troubleshooting was performed. No harm requiring medical intervention was reported. The reservoir will be returned for analysis.